Manufacturer narrative:
Per RMA a new break-out-box was shipped to site. Upon evaluation by mnav of the suspect break-out-box, the cable jacket is cut near the break-out-box, exposing internal wires. A few of the internal wires are also cut. When connected to a known good system the bob returned red status for one led in each of the first two ports, but was otherwise functional.

Event description:
Medtronic rep reported the systems break out box bob cable frayed. Event did not occur during surgery and no pt was present.